Manufacturer narrative:
(B)(4). The reported events of absence of bleb, fibrosis, high intraocular pressure, low intraocular pressure, bleb-related leakage and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of flat blebs, bleb needling, hypotonia due to leaking bleb and erosion in the left eye were noted in the article "recurrent exposure of xen gel stent implant and conjunctival erosion." Published in the journal of glaucoma, 2018, pp. 1-14. Per physician, "the exposure of this xen is rather related to conjunctival fragility than to the device itself."